Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the error log and found no issues. Ccc reviewed the quality control (qc) results and observed qc has been biased low. The customer stated they ran a system check two days prior with no issues. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse aligned sample probe 1 (s1), reagent probe 1 (r1), and reagent probe 2 (r2), ran a quick check, and resolved the photometer error on 700 nm. The cse detailed the vessel feeder assembly as there were pickup errors. The cse ran all service methods, which passed but had one failure for the "r1 align" method which required adjustment, after which all service methods resulted within specifications. The cse ran precisions across two patient pools, resulting within range. The cse ran qc, resulting within range. Upon follow-up visit, the cse ran service methods, which failed for s1, and passed after adjustment. The cse ran mix testing and system check, and a few mix tests failed. The cse replaced the mixer printed circuit board assembly and reran align and mix tests. The cse ran calcium precision testing and qc, resulting within range. The cause of the discordant, falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was not reported to the physician(s) as it was flagged with "below panic range" error. The sample was auto-repeated on the same instrument, resulting higher. The customer then reran the sample using the same aliquot on the same instrument, and confirmed the higher result which was obtained. The corrected result was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.